Event description:
It was reported that during an implant procedure, the device measured high high-voltage (hvb) impedances when a chronic, competitor lead was connected. The lead was tested in the superior vena cava (svc) port and through the lead analyzer with normal impedances,and the lead pin appeared to be fully inserted into the hvb port and the hvb port set screw tightened properly, however the issue persisted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.